Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 11/5/2021 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: what is the correct procedure date/event date? (B)(6) 2021.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the surgeon stated that suture was ¿fraying and leaving debris¿. There were no adverse patient consequences. Additional information was requested.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number plh147 and no non-conformances related to the reported complaint condition were identified. (B)(4) investigation summary: an opened box with twenty-nine packets of product code 424 were returned to ethicon inc for analysis with the packaging closed. Upon initial inspection to the samples no external damages were observed on the packets. In order to evaluate the conditions of the returned samples, thirteen packets were opened, and no defects were detected. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand to detect any issue related to fraying, damaged or breakage suture and no defects were observed during evaluation. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional information was requested and the following was obtained: what is the procedure date and event month? (B)(6) 2021. Did the surgery was completed successfully? Yes. What was used to complete the procedure? Unknown. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The event day (B)(6) and the year (2021) were reported initially. No month was initially reported. The additional information provided procedure/event date of (B)(6) 2021, which is after the file alert date of (B)(6) 2021. What is the correct procedure date/event date? Note: event reported 2210968-2021-09470.